Manufacturer narrative:
Can not confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed with high o2 pressure and no o2 available alarm. The customer reported the device was not in use on patient.

Manufacturer narrative:
Per biomedical engineer he states that he replaced the data acquisition board to address the reported problem.